Manufacturer narrative:
The complaint of a leak was confirmed and the cause appeared to be manufacturing related. Six 24g insyte autoguard units were returned for investigation. Five units were received in sealed packaging. The open unit exhibited a damaged wedge that coincided with a breach in the side of the catheter adapter, which allowed fluid to leak from the catheter adapter. It appeared that the breach occurred during assembly and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc blood leaks out of blood control feature. The following information was provided by the initial reporter: after puncture, blood leaked from the connector.